Event description:
The customer reported that during the procedure, the end of the vitrector broke off in the pt's eye. The surgeon was able to retrieve it with no harm to the pt. On 4/16/2007, a medwatch form was rec'd from the user facility. Section b2 of the user facility medwatch report checked other-with the statement, "minor injury to the pt or health". The user facility medwatch report also stated that, there was no harm to the pt.

Manufacturer narrative:
The vitrector has not yet been returned for eval. Investigation including root cause analysis will be performed upon reciept.